Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation in 2008, parity 1 in 1999 and gravida I. Previously administered products included for an unreported indication: iud from 2001 to 2006 and birth control pill in 1999. Concurrent conditions included overweight, thyroiditis, abdominal bloating, hypothyroidism, thyroiditis, unspecified vitamin b deficiency, vitamin d deficiency, micturition frequency increased, vaginal odor, hypercholesterolemia, acne, perimenopausal symptoms, incontinence, rash and flank pain. Family history included breast cancer (mother), diabetes mellitus, neoplastic meningitis (father (died age: (B)(6))), leukemia, myocardial infarction (brother) and alcoholism (brother). Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen, lorazepam, misoprostol, oxycodone, paracetamol (tylenol), tizanidine and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal yeast infection/ yeast infection"), bacterial vaginosis ("vaginal bacterial infection/ bacterial infection") and cystitis interstitial ("interstitial cystitis"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("persistant bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdomen pain (moderate to severe)") and uterine mass ("2cm nodule in uterus"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal discharge, vulvovaginal mycotic infection, bacterial vaginosis, bladder disorder, urinary tract disorder, fatigue, cystitis interstitial, vaginal haemorrhage, menorrhagia, dyspareunia, sexual dysfunction, dysmenorrhoea, weight increased, alopecia, abdominal pain lower and uterine mass had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, sexual dysfunction, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she was not advised of complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram on (B)(6) 2016: results: total bilateral occlusion & possible uterine polyp. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia, fatigue, weight gain, discharge, abnormal bleeding. Most recent follow-up information incorporated above includes: on 13-jul-2020: pfs received case become incident removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation in 2008, parity 1 in 1999 and gravida I. Previously administered products included for an unreported indication: iud from 2001 to 2006 and birth control pill in 1999. Concurrent conditions included overweight, thyroiditis, abdominal bloating, hypothyroidism, thyroiditis, unspecified vitamin b deficiency, vitamin d deficiency, micturition frequency increased, vaginal odor, hypercholesterolemia, acne, perimenopausal symptoms, incontinence, rash and flank pain. Family history included breast cancer (mother), diabetes mellitus, neoplastic meningitis (father (died age: 72)), leukemia, myocardial infarction (brother) and alcoholism (brother). Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen, lorazepam, misoprostol, oxycodone, paracetamol (tylenol), tizanidine and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal yeast infection/ yeast infection"), bacterial vaginosis ("vaginal bacterial infection/ bacterial infection") and cystitis interstitial ("interstitial cystitis"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("persistant bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdomen pain(moderate to severe)") and uterine mass ("2cm nodule in uterus"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal discharge, vulvovaginal mycotic infection, bacterial vaginosis, bladder disorder, urinary tract disorder, fatigue, cystitis interstitial, vaginal haemorrhage, menorrhagia, dyspareunia, sexual dysfunction, dysmenorrhoea, weight increased, alopecia, abdominal pain lower and uterine mass had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, bladder disorder, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, sexual dysfunction, urinary tract disorder, uterine mass, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she was not advised of complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion & possible uterine polyp. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming menorrhagia, fatigue, weight gain, discharge, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.